Event description:
It was reported to philips that the system shut down on its own, which could indicate an issue with booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular diagnostic procedure was being performed when the issue occurred and was completed by restarting the system. Customer reported to philips that the system shut down. The philips remote service engineer (rse) inspected system remotely and found numerous bodyguard errors and warning. The customer stated that they had rebooted the system twice. The philips field service engineer (fse) confirmed that the issue was resolved after the customer performed reboot, and the issue did not reoccur. Therefore, no onsite service was performed by the philips. The system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.